Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided if available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or other serious deterioration in the state of health of any person, which could have been a contributory cause.